Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and corrections to b3, d9, & h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the colonovideoscope air or water flow was weak or ineffective. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was clogging the air and water channel, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was lack of air or water flow due to foreign material clogging the air and water channel, that could not be removed. This finding was due to incorrect or insufficient reprocessing of the scope. If the correct reprocessing was performed, this finding may have been due to buckling of the channel or due to a gap on the insertion section or boot. In addition to this observation, it was also observed that the coating of the universal cord was peeling due to stress caused by the cleaning sterilization and disinfection (cds) process, aging of the device or other handling issue. Lastly, it was observed that the angle wire was stretched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.